Event description:
The customer reported that the inspector beam exceeds visible image, and there were no images on the monitors when taking x-rays.

Manufacturer narrative:
(B) (4). The beam exceeds the visible image. The ge svc rep recalibrated the system in the normal, mag 1, and mag 2 modes. He also found the system had lost the video signal. The workstation connectors on boards were checked. The cpu board and display adapter board were reseated. Additionally, it was found that the camera was defective. The camera and camera video cable were replaced as needed, and the ge svc rep performed a beam alignment tool to image tube centering, collimator mechanical centering and camera decentration per calibration procedures. The system works as intended.